Manufacturer narrative:
The device was received and a gross investigation was performed. The returned prosthesis valve was received in general good conditions.

Event description:
It was reported that on (B)(6) 2019 a patient received a perceval pvs23 as part of an aortic valve replacement. The manufacturer was notified that during the procedure a defect was detected during the deployment of the valve. It was reported the internal nurse attempted to "re-enter" the valve without success. The valve was sent to pathology.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. In addition, a review of the manufacturing steady flow functional test was performed. No anomalies were observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in 850-08ip203 (rev v), the principal device function test during manufacture. A gross investigation was performed on the returned device. The returned prosthesis valve was received in general good conditions. After decontamination, a visual inspection was performed according to the procedure 850-08ip200 without highlighting elements of non-conformity, according to the specification. The prosthesis was mounted in a silicon aortic root with maximum annulus diameter per IFU (i.e. 23 mm) under the following pulsatile-flow conditions: ¿ 70 bpm ¿ systolic duration 35%; ¿ cardiac output (c.o.): 5.0 l/min; mean aortic pressure (m.a.p.): 100 mmhg; ¿ c.o.: 2.0 l/min; m.a.p.: 50 mmhg the effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of 100 mmhg is 2.69 cm2, well above the iso 5840 minimum requirement 1.25 cm2. In the same conditions the regurgitant fraction percentage was measured at 4.9%, well below the iso 5840 maximum requirement of 10%. The results of the analyzed perceval s valve size 23/m sn (B)(6) show that the device meets the iso 5840 minimum requirements. No anomalies were observed during the open/close cycle. Based on the performed analysis, the reported defect at the deployment cannot be explained by any factor intrinsic in the involved device because no anomalies were observed in the leaflet¿s aspect or functional behavior. In addition, the attempt to re-collapse the valve after the explant, has to be considered an out of label procedure, according to the pvs IFU, because the valve integrity is no longer ensured. Based on this information the root cause of the reported adverse event cannot be determined. The investigation results resulted in no device related problems being found.